Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced severe pelvic pain, pain in bladder, pain in groin, difficulty voiding, and feeling sick and unwell. The patient cannot walk more than 5 minutes due to severity of pain. The patient reported they can no longer work or function and the patient is in chronic pain constantly. The device will be removed on (B)(6) 2018. No additional information was provided.